Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported by the patient that the patient was receiving "little shocks" when the patient's implantable pulse generator (ipg) was implanted, and that they were feeling poorly when it happened. The ipg was explanted and replaced due to a system upgrade. No patient complications have been reported as a result of this event.